Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom "turns on and off without user input". Eval found while the pump is in the off state while on battery power, the unit can intermittently be powered up, enter sleep mode, and then shutdown without user input. Eval determined this to be caused by back flex chaffing at points where the back flex contacts the scanner bracket screws, resulting in a short. The back flex was replaced to correct this condition.

Event description:
It was reported that a spectrum pump turned on and off without user input. The device turned out while connected to a pt. It was also reported that there was no pt injury.